Manufacturer narrative:
Customer has indicated that the product will not be returned to orthopediatrics for investigation, because it has been scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2020-00096. (B)(4).

Event description:
It was reported that the patient had primary procedure: l4-s1 posterior spinal fusion in (B)(6) 2020. A revision surgery was performed (B)(6) 2020. Bilateral s1 response uniaxial screws had broken close to tulip head of screw. Set screws remained intact and attached to cocr 6.0mm rod. Original construct had bilateral uniaxial 6mmx40mm screws at l4 and l5. Left s1 7mmx35mm and right s1 7mmx40mm. All screws were removed and replaced during revision surgery. No additional patient consequences were reported.